Event description:
A nurse reported that the footswitch was sticking during a cataract extraction with intraocular lens implant procedure. The surgery was completed using the same system and footswitch with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on march 14, 2008. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on march 24, 2008.the root cause cannot be determined conclusively.(B)(4).